Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality testing using a test battery without duplicating the report. The device was recertified and returned to the customer. Review of the device log showed occurrences of battery calibration required, power removed, and low battery messages. These messages indicate an issue with the battery and not a device malfunction. The battery used at the time was not returned for evaluation. No trend is associated with reports of this type.